Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735737, version #: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a cranial biopsy procedure. It was reported that during the procedure, the software did not display the correct tip stop length. It appeared like the second digit of this value was grayed out. The surgeon placed the cutting window at 78mm (may have been 76 or 77) and locked the depth stop in place. The surgeon then carefully navigated the needle to the set target. The issue appeared like the "8" was missing from the system software (issue confirmed via provided image). The needle reportedly tracked fine and the surgeon was satisfied with the area biopsied. There was no reported delay to the procedure or known impact on patient outcome.

Manufacturer narrative:
H3: software analysis completed but provided insufficient information to determine root cause of the reported behavior. The logs indicates that localization was repeatedly getting instrument faults due to infrared interference. There is also evidence that the system went repeatedly in and out of low performance state.  That may have caused the ui to not update properly. H6: codes associated with the analysis: fdr 213, fdc 67, fdm 10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.